Event description:
Called by family to reconnect tpn(IV) tubing. Found buf cap had broken in half. Injection cap rubber end still attached to clip lok cannula. Broke off at the neck above the leur lok part.